Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post implant, the right ventricular (rv) lead exhibited a sudden rise in threshold, high thresholds and intermittent loss of capture. The rv lead was explanted and replaced. The patient required diagnostic tests and medical intervention as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.